Event description:
PICC line cracked at hub and leaking. This PICC line was in place since 9/18 in (r) basilic vein.

Manufacturer narrative:
The malfunctioning device was returned to vygon, and upon receipt, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
PICC line cracked at hub and leaking. This PICC line was in place since 9/18 in (r) basilic vein.

Manufacturer narrative:
We received one used catheter connected to needle-free device as a faulty sample. The catheter tube was shortened distal to the 9 cm marking and some organic residues, probably fibrin fibres, stuck on the catheter tube between the 16 cm and 20 cm markings. The attempt to flush the catheter with water was successful, but a leakage was detected at the junction between the catheter tube and extension line. Microscopic examination revealed a tear with the length of approx. 0.18 mm directly at the junction. The shape of the tear was wavy rather than straight, indicating excessive tensile force. There are various events that can lead a leaking catheter: 1. Tensile force which may be caused by: - dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture. - for babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. The customer stated in the pir that 1-3 ml syringes were used for administering medication via pump, in reference to the use of syringes smaller than 10 ml. There is a statement in the product IFU: caution: do not stretch the catheter or subject it to pressure above 21,75 psi (1,5 bar, 1125 mmhg). Do not use small syringes as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe. Subjecting the catheter to pressure above 21,75 psi can result in catheter rupture and embolism. Smaller syringes generate higher pressures than larger ones. In the IFU is also stated: - caution: do not exceed a bolus injection pressure of 1,5 bar. Do not use on an infusion pump that has infusion pressures that can exceed 1,5 bar as this will burst the catheter. - do not bend the catheter or the extension line permanently to avoid damage to the catheter. - do not over stretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism. A review of the component batch history records was performed, and no deviations were found. The batches complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A review of vygon USA's complaints data indicates that there are three (3) complaints recorded for lot 23j012d, and all of them were from this facility. Corrective action: as the catheter worked well for 36 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time. Vygon recommends not to use the catheter for more than 29 days.